Event description:
As reported by the user facility: this was the first time the mother was using the pump. The mother loaded the set from the bottom up. When she was taught by the rn, the pump was not on a pole. Blood started coming out of the baby's arm & up tubing. During event, nurse was talking with her on the phone, so problem was caught right away and no pt injury. Additional info provided by the facility indicated the mother was trained by the nurse on how to load the set into the pump before leaving the hospital. However, when loading the set into the pump at home for the first time, the mother loaded the set in backwards, causing blood to back up into the tubing. The infant suffered no adverse sequela associated with the incident. It was reported the set was not at fault, and that the incident was due to user interaction. This incident occurred over 6 months ago and the sample was discarded and the lot number is unk.

Manufacturer narrative:
The actual device in the reported incident was not returned to the MFR to be evaluated and a lot number was not reported. The additional info provided by the facility indicated this incident was related to user/product interaction. The instructions for use on the package indicate: close roller clamp. Fully spike container. Hang fluid container per institutional protocol. Gently squeeze and release drip chamber until approximately 1/2 full. Open the door of the pump. Push and hold the open clamp at the top of the fluid path. Insert tubing in clamp and release clamp. Thread the tubing down the fluid path making sure the tubing is pressed into the air-in-line detector at the bottom of the fluid path. Close the door of the pump. Open all clamps on the tubing. Follow pump instructions to prime set. Invert and tap backcheck valve while fluid is flowing. Ensure air is expelled. Attach to infusion device. Proceed with pump operating instructions. Caution: unrestricted fluid flow may occur if the set is not properly installed in the pump. There are no other reports of this nature against this reported part.